Event description:
Reporter indicated a new vns 103 generator was "defaulting" when it was interrogated. The generator was not implanted in a patient for this reason. It was later learned, the generator was at end of service when interrogated. The suspect generator has been returned and is currently in product analysis. Attempts for further info are in progress.